Manufacturer narrative:
(B)(4). Evaluation: results: (stent malposition/migration), (wire). Conclusions: (wire).

Event description:
A complete se peripheral stent system, diameter 8mm, length 40mm, was used to treat a lesion in the distal right iliac. It was reported that, after successful implant of the complete se device, the physician advanced the wire up and over and it got caught on the stent. The stent was pushed up to the aorta. No additional information has been provided. Pt status is unk.